Manufacturer narrative:
(B)(4) - the occurrence date was reported to be approximately a month before the date of the report. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vial-mate adapter cored into a 20mm vial of vancomycin. This occurred during reconstitution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.